Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that there was a one time spike in pacing impedance on the right ventricular (rv) lead. Follow-up information states that there are no issues with lead and the physician is monitoring the patient. The lead remains in use. No patient complications have been reported as a result of this event.